Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was not communicating and not connected to the network. The device was not showing the new user when added and orders were not crossing over the station. The customer mentioned that the device had patient interface problem/order interface problem error on the station and offline in remote support service (rss). The field service engineer cancelled the work order as; customer samantha canceled the work order as they are waiting for it response. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating with the network, preventing the addition of a new employee, and it was not appearing in the pyxis station. Orders were not crossing to the stations. Upon review, the stations were shown as offline in remote support services. The customer reported seeing a patient interface problem / order interface problem error on the station. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.